Event description:
It is reported that the pt is presenting with swelling. No infection is present. Pt has also had to have inflammatory fluid drained.

Manufacturer narrative:
Eval summary: zimmer has investigated on metal allergy and sensitivity in the past and recommends that a pt with a potential metal sensitivity be seen by a dermatologist or allergist and undergo appropriate testing before having surgery. With the available info, a possible root cause cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened.